Event description:
I started passing blood clots with stools at this time. I suffer from chronic fatigue and constant headaches. I also have swollen lymph nodes due to an allergic reaction with the essure implants. I got a spotty skin rash that comes and goes. I have a constant stabbing pain in my abdominal area. I can no longer hold a job because I seem to barely function on a daily basis.